Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01097. It was reported that the patient presented to the clinic for two-week post operation check. The right ventricular lead threshold had increased since the operation. The patient was asymptomatic from the event but had developed a hematoma over the pocket and ecchymosis was noted down the left side of their chest. Chest x-ray revealed the lead had micro-dislodged. On (B)(6) 2020, the pocket was opened, and the physician performed pocket evacuation. The helix on the rv lead would not extend when re-positioning causing the lead to be explanted and replaced. The patient was stable before, during and after the procedure.